Event description:
It was reported that the atrial lead had high impedance and no capture. Before the procedure, the right ventricular lead was also found to have high impedance and no capture; however, the lead tested 'normal' through the analyzer. A new atrial lead and a new device were implanted. The following day, the ventricular lead was noted to have high impedance. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a3dr01 implantable pulse generator, (B)(4) 2011. A 5086mri58 implantable pacing lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. High impedance starting around (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.